Event description:
5/22/97 received info from physician that a pt has broken screws post-op. On 6/13/97, sales rep contacted physician and was informed of 7.75mm screws that broke in a pt who was implanted with titanium vsp. None of the implants have been explanted at this time. 6/18/97 received add'l info from sales rep that this pt was involved in a plane crash in 2/96 that resulted in the pt having spinal surgery of l4,5 and s1 on 11/13/96. The pt was implanted with titanium vsp screws. On 3/20/97, routine x-rays taken discovered that the 7.75mm screws placed at s1 were broken (in the cancellous threaded portion of the screw). Since the onset of the pt's injury in 2/96, the pt has exprerienced pain. There are no plans to remove the broken screws at the present time. The rep stated that in the dr's opinion, a re-op would not help.